Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for diabetic ketoacidosis (dka), presenting with blood glucose levels of 14 mmol/l (252 mg/dl) and ketone levels exceeding 3 mmol/l. The adhesive of the pod was peeling off, causing the cannula to dislodge. The patient reported dizziness and consulted her healthcare provider, dr. Katerine balck at their doctor's practice, who removed the pod. The patient was treated with insulin pen injections and an on-site infusion. After being monitored for approximately 6 hours, the patient was discharged.